Event description:
Ous MDR - after an implantation period of approx. 40 months, oversensing with inappropriate therapies on the ventricular channel was reported. Apart from the shocks, no further adverse patient side effects have been reported. The physician decided to switch off the therapy.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available data showed artefacts on the farfield as well as on the right ventricular channel leading to oversensing with shock delivery as reported in the complaint text. Furthermore the pacing impedance demonstrated a gradual decrement from initially approx. 300 ohms to <200 ohms between march and november 2018. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.